Manufacturer narrative:
G4: 04dec2020. B4: 06dec2020. The remote service engineer (rse) provided the customer with the parts (ID) for the power cord. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported the battery was not charging and needed parts ID for the power cord. There was no patient involvement.